Event description:
The pt was being fed using a pump. An unkown amount of enteral feed solution was hung, and the pump was set to deliver at an unknown rate. Reporter stated the pump overdelivered but provided no details on the extent of the overdelivery. There was no illness, injury or medical intervention resulting from the event. Note: the event date listed above is approximate. One pt involved.